Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that the sleeve on the tip of the cup inserter was found fractured during surgery. The implant could not be assemble properly with the fractured instrument. The surgery was completed with an alternate instrument. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: the device was returned to the manufacturer for evaluation. Visual inspection of the item verified the sleeve had broken. No pieces were missing and it was still attached to the inserter. The body showed a few dings on the shaft just below the strike plate. The strike plate shows marks indicating previous use of the instrument. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.